Manufacturer narrative:
It was initially reported that the siderail could drop due to the missing release knob, however the evaluation of the unit found that the siderail could not be latched at all. This would be an apparent condition to the user. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was reported that the siderail could collapse due to a missing release knob. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the siderail could collapse due to a missing release knob. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.